Event description:
It was reported the trial procedure was abandoned, the physician was unable to place the lead in the correct location due to scar tissue and bone spurs. The pt was fine after the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.